Manufacturer narrative:
(B)(4). Therapy dates - approximate date of event is sometime in (B)(6) 2014. (B)(6). Evaluation summary: the device was returned for evaluation. Visual inspection identified a cracked male luer lock. Clear passage and pressure testing were performed to test for leakage with no defects found. Functional testing was then performed by connecting the device to a solution container, priming the device, and allowing the device to flow. No defect was observed. The functional testing was performed again using a syringe and lock cannula, and the device passed. Initial evaluation confirmed the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of a high flow rate extension set cracked and broke off. A syringe pump was used with the set, but it was not specified if this was connected to the set when the event occurred. The step of setup or therapy during which this occurred is unknown. Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: a batch review could not be performed as the lot information is unknown. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.